Event description:
A malfunction was reported involving malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on performing a pump reset, and the customer planned to execute the reset at a later time.